Event description:
Based on add'l info rec'd on (B)(4) 2014, this case initially considered as non-serious was upgraded to serious (hospitalization and intervention required). This unsolicited device case was rec'd on (B)(6) 2014 from united states from a pt. Upon receipt of f/u info on (B)(4) 2014, the events of heat was radiating from leg/ leg was burning, drew fluid out of knee and no sleep were added. This case concerns a (B)(6) female pt who complained that leg was extremely swollen/ leg began swelling/ leg was almost double its size/ swelling was so bad, shooting pains throughout leg/ leg began aching/ leg hurt, heat was radiating from leg/ leg was burning, knee extremely swollen/ knee swollen almost 2 times its size, drew fluid out of knee, cannot walk or drive/ could not drive to work, cannot bend her knee and no sleep after receiving treatment with synvisc one injection. It was reported that the pt was allergic to metronidazole, tetracycline and cefalexin monohydrate (keflex). The pt's medical history included drug allergies, some knee pain and psoriasis. Relevant concomitant medications included levocetirizine and pseudoephedrine hydrochloride (sudafed) both for allergies, spironolactone for acne, betamethasone valerate and all other non-therapeutic products (halobetasol propionate) for psoriasis, fish oil and multivitamins for vitamins, ergocalciferol (vitamin d), chondroitin sulfate/glucosamine/chondroitin), famotidine and ibuprofen for knee pain and cyanocobalamin (vitamin b12). On (B)(6) 2014 (monday), the pt rec'd treatment with synvisc one injection, at a dose of 06 ml, once (route, batch/lot number and expiration date unk) into an unspecified knee for osteoarthritis (for cushion in knee where there is no cartilage). It was reported that the pt had experienced no problem while receiving the injection. On (B)(6) 2014, during the day, the pt's leg began aching as expected based on what she was told by the doctor. On the same day, in the night, the pt's leg began swelling and hurting. On (B)(6) 2014, the pt's leg was almost double its size and hurt and when called at the dr's office, she was told that swelling and pain was normal. On (B)(6) 2014, the pt could not drive as pain was severe and swelling was so bad that her skin was stretched beyond belief. It was reported that heat was radiating from the pt's leg. Also, reported that at that time, from the top of thigh down to the pt's ankle, it was swollen almost two times its size. The pt called dr's office and spoke to nurse and was told that this was normal. On (B)(6) 2014, the pt was still in severe pain, no sleep, her leg was burning and could not drive to work. On the same day, around 4:30 pm, the pt went to see the doctor with swelling and unk amount of fluid was drawn out of the pt's knee. The fluid was yellow and cloudy which concerned the doctor that pt might have an infection. On the same day, at 8:30 pm, the pt had an emergency knee surgery so that all gel and any infection could be washed out at hospital. Till (B)(6) 2014, the pt was hospitalized. At the time of report, the pt was still having leg pain from the injection and there was absolutely no infection (infection test: negative). The pt reported that she ended up having a severe reaction to synvisc 'gel shot' and was still dealing with pain. Outcome: unk for the events of, heat was radiating from leg/ leg was burning, drew fluid out of knee, cannot walk or drive/ could not drive to work, cannot bend her knee and no sleep. Not recovered/not resolved for the event of shooting pains throughout leg/ leg began aching/ leg hurt (reported that leg still aches from trauma). Recovering/resolving: leg was extremely swollen/ leg began swelling/ leg was almost double its size/ swelling was so bad and knee extremely swollen/ knee swollen almost 2 times its size (reported that swelling was down). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: hospitalization and intervention required for the events of leg extremely swollen/ leg began swelling/ leg was almost double its size/ swelling was so bad, knee extremely swollen/ knee swollen almost 2 times its size, shooting pains throughout leg/ leg began aching/ leg hurt, heat was radiating from leg/ leg was burning, and drew fluid out of knee. Add'l info was rec'd on (B)(4) 2014 from the pt. The pt's demographics (date of birth and height), allergy history, medical history and concomitant medications were added. The events of heat was radiating from leg/ leg was burning, drew fluid out of knee and no sleep and their details were added. Verbatim for shooting pains throughout leg was updated to shooting pains throughout leg/ leg began aching/ leg hurt, heat was radiating from leg/ leg was burning, the event of knee extremely swollen was updated to knee extremely swollen/ knee swollen almost 2 times its size, drew fluid out of knee, the event of cannot walk or drive was updated to cannot walk or drive/ could not drive to work. Seriousness criteria added. The pt's clinical course was updated and the text was amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a pt who experienced swollen leg, leg pain, sensation of warmth, extremely swollen knee and had fluid drawn from her knee after receiving synvisc one for osteoarthritis. Although the role of device cannot be ruled out based on the drug event temporal relationship; however, concomitant drugs are the alternate explanation for the events.